Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, balloon rupture occurred. The 90% stenosed lesion was located in the severely calcified and moderately tortuous right coronary artery. A 12 mm x 2.50 mm nc quantum apex balloon ruptured at 20 atms upon first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).